Event description:
Additional information reported that patient did not have concerns with device or therapy.

Event description:
It was reported that the patient¿s device had started to shock her ¿from the battery.¿ it was noted that the patient had had the device for four years. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377660, lot# v010651, implanted: (B)(6) 2009, product type: lead. Product ID: 377660, lot# v011073, implanted: (B)(6) 2009, product type: lead. (B)(4).